Manufacturer narrative:
Additional information: d5 is unknown. No information has been provided to date. Device evaluation: the reported failure was confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: additional information: d5 is unknown. No information has been provided to date. Device evaluation: the reported failure was confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter (B)(4)., corrected data: corrected information: h10. Correction to device evaluation.

Manufacturer narrative:
Device evaluation: returned device was received with the bottom case had seal damage. The right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device the syringe size was out of spec. The customer reported condition was not confirmed. Based on the evaluation the pump was out of spec. Problem source is traced to normal wear. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received indicating that a smiths medical medfusion 4000 pump, syringe size mismatched. No adverse patient effects were reported.